Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset.

Event description:
It was reported that the device had a power on reset of a device circuit error type. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Offsite analysis confirmed the field-reported power on reset (por). There was no new por event during offsite analysis. Visual examinations failed to reveal evidence of device malfunction that would account for the resets. No evidence of external or internal arcing was observed. Additional analysis demonstrated the device to be fully functional with no new por. No hybrid anomalies were observed. The analysis was terminated with no cause identified for the field-reported por.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.